Event description:
Procedure: sealing vessel with forceps. The surgeon was applying a diathermy pencil to the gillies forceps and complained of a sudden onset of pain in the thumb holding the forcep and noticed a hole burned through the glove and a 'pin prick' burn on thumb. The burn was sufficient to cause a mark on the thumb and enough pain to drop the instrument. It is unknown what intervention if any occurred. The surgeon was using a gillies-type forcep at the time and the burn occurred on the thumb where the nipple meets the hole on the gillies forceps. The surgeon was using a conmed diathermy pencil at the time. The facility raised an internal report and the system 2450 was evaluated by their biomed and no fault found. It was assumed at the time that this was technique related.